Manufacturer narrative:
(B)(4): evaluation, results: (based on the information provided, no root cause can be determined). (Death).

Event description:
Clinical event committee (cec) reported that, stent jail was confirmed to first diagonal based on review of cine images. Cec adjudicated that the reported event was related to the study device and procedure. Reference MFR report numbers 9612164201100806 and 9612164201100807.

Event description:
Two endeavor sprint rapid exchange drug eluting stents were deployed in the lmca, proximal lad and mid lad to treat 75% stenosis. The procedure resulted in 5% stenosis. ECG check confirmed there were no abnormalities. Diagonal branch was 99% stenosed. However, the physician elected not to treat the stenosis as it did not have a significant impact on heart function. The following day, the pt suffered cardiac arrest. Pericardial effusions were confirmed on CT and the pt died. It was speculated that cardiac rupture occurred in the diagonal branch. The investigator reports that there is no causal relationship with the product, zotarolimus or procedure. Reference MFR report number 9612164-2011-00807.